Event description:
It was reported that during the reprocessing of a da vinci tenaculum forceps instrument, a broken cable was identified after the instrument was cleaned and sterilized. Nothing reportedly fell into a patient, and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the instrument's pitch cable was frayed at the distal clevis hub. The clevis did not exhibit any damage or wear marks. Additionally, the same pitch cable was found to be broken inside of the instrument housing near the clamping pulley, resulting in loose tension. Failure analysis investigation also found the following additional damages to the instrument: the clamping pulleys were corroded with a white residue where the cable runs through, and an orange-like color at the bearings. It was concluded that the corrosion damage likely occurred due to improper cleaning. The reprocessing instructions specifically states: cleaning, disinfection, and sterilization general information and warning: - read all instructions carefully. Failure to properly follow instructions may cause improper functioning of the device. There was an indentation at the edge of the instrument's distal pulley with visible scratches on the surface of the pulley. It was concluded that the indentation damage found to the distal pulley were likely due to mishandling/misuse. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The distal end of the main tube had various scratch marks exhibiting light material removal and a rough surface finish. The scratches were short in length and not axially aligned with the tube. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the frayed grip cable and tube abrasions with material removed, could cause or contribute to an adverse event, if to recur.